Event description:
A surgeon reported a pt who experienced an unexpected postoperative refraction following intraocular lens (iol) implant surgery when the iol rotated off the original axis of placement. In a follow up, the surgeon reports the prognosis for the pt as "good."

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/19/2008 by fax and mail. A completed questionnaire was received on 11/26/2008.